Event description:
It was reported that noise was observed on both the atrial and rv channels. Lead will be scheduled for replacement.

Event description:
New information received noted lead fracture. Lead was capped in february. Patient developed an abcess in the pocket and lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
The svc coil was fractured and the insulation was damaged at 39.2 to 41.0cm from the pin consistent with clavicular crush damage. The conductors' etfe coating was abraded at the same location.